Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio observed that a large amount of dirt came out of the device's battery well when the charge-pak was removed from the device. Also, physio observed that the device's on/off flex table was coated in contaminants and dirt. The root cause of the reported issue was determined to be due to contamination. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device intermittently will not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device intermittently will not power on. There was no report of patient use associated with the reported event.